Manufacturer narrative:
Reviewed the customer provided photo and it appeared that the rear case was damaged and needed to be replaced. The customer provided photo did confirm the reported issue. However, the customer reported that the devices do not need to be sent in for evaluation and they will perform the necessary repairs/cleaning that is needed.

Event description:
The customer reported that during multiple infusions on several modules, the rn reported that the one lvp disconnected and the 2nd lvp attached to the pcu disconnected and fell to the ground, requiring both modules to be reprogramed. It was reported that the other modules attached reported no issues with disconnection. There was no report of patient or user harm. Although requested, no further details were provided by the customer for this event. The biomed examined the 2 lvp¿s modules and noted a "cracked case on one of the lvp and large amount of sticky fluid (possibly dried saline) that was imbedded into the sliding portion of the ¿latch¿ and causing it to not to ¿snap¿ into place and secure the module that fell. Biomed stated that ¿once the devices were cleaned it functioned as intended." It was later reported that tpn fluid was noted on release latch assembly.

Manufacturer narrative:
Syringe, therapy date unk. Report source: quality improvement coordinator. Requested patient demographics. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during multiple infusions on several modules, the rn reported that the one lvp disconnected and the 2nd lvp attached to the pcu disconnected and fell to the ground, requiring both modules to be reprogramed. It was reported that the other modules attached reported no issues with disconnection. There was no report of patient or user harm. The biomed examined the 2 lvp¿s modules and noted a "cracked case on one of the lvp and large amount of sticky fluid (possibly dried saline) that was imbedded into the sliding portion of the ¿latch¿ (presuming iui connector) and causing it to not to ¿snap¿ into place and secure the module that fell. Biomed stated that ¿once the devices were cleaned it functioned as intended."